Event description:
It was reported that the patient had passed out and brought to the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture and varying lead impedance. During lead revision, x-ray was performed and revealed no anomalies to the lead. The lead was interrogated again and exhibited loss of capture and high impedance. The lead was capped and replaced successfully. The patient was okay during and post operation.